Event description:
The consumer reported using the product with the support brace for four hours on her knee. The consumer claimed to have received self-diagnosed first and second degree burns/marks from the use of the product. No further detail was provided.